Event description:
It was reported that on 17 august 2022 a sizing balloon was used to measure the annular dimensions of 22.4mm. This was confirmed via intracardiac echocardiography (ice). On (B)(6) 2022, a 24mm amplatzer septal occluder was implanted using a 9f amplatzer trevisio intravascular delivery system to treat an atrial septal defect. Deficiency in the aortic and superior rim was noted prior to procedure. Transesophageal echocardiogram (tee) was used to assess defect. The device was implanted successfully and color doppler showed no residual jets. On (B)(6) 2022, computed tomography (CT) scan showed the device embolized into the main pulmonary artery. It was retrieved via snare without any adverse events. It is believed that the complex patient anatomy and deficient rims were the cause of the embolization. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No device was ultimately implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additional information from the field indicated that the physician believed the embolization of the occluder was due to complex patient anatomy and deficiency in aortic and superior rims. Based on the information received the cause of the reported event could not be conclusively determined but may have occurred due to complex patient anatomy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.